Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: 8651.

Event description:
A site reported to rxsight that while the surgeon was implanting the light adjustable lens+ (lal+, sn (B)(6), +19.0d) a posterior capsule tear occurred. A vitrectomy was performed and the lens was placed in the sulcus.